Event description:
It was reported that the customer's insulin pump is not functioning properly. It was also mentioned that the customer's insulin pump was exposed to moisture. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.